Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a symphion fluid management accessory device was used in the uterus during a hysteroscopy and myomectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was noted that the bottom of the drip chamber was slowly leaking saline. Reportedly, this leak was allowing air to get into the system, and the procedure was subsequently aborted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.